Manufacturer narrative:
The subject product was reported as available for evaluation, but has not been returned as of this time. Without the subject product, a definitive conclusion as to when/how the glass vial was damaged cannot be determined. If the sample is returned or additional information is received, this file will be updated. The IFU for the progel instructs the user: if package and/or product integrity have been compromised, (i.e., damaged package seal, or broken glass) do not use or re-sterilize the contents. Addendum: the subject product was returned for evaluation. The applicator was returned without the pushrod included. Visual inspection found all the contents had been successfully expelled from the device. There was no product build up in the applicator or applicator tips, and no signs of leakage into the applicator, indicating that excess forces were not applied during set up or when deploying the progel. One of the glass cartridges is visibly broken at the distal end in relation to the spray tip. The push rod once placed in the applicator is locked and cannot be removed. The IFU for the progel product instructs the user: during applicator assembly, the progel¿ push rod is designed to lock into the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges. Root cause of the broken cartridge is use-related, as removal of the push rod was confirmed. Two possible lot numbers were reported as being used, ircz0035 (540 units - date of mfg. (B)(6) 2019 and irds0026 (524 units - date of mfg. (B)(6) 2019. A review of the manufacturing records found that the lots were manufactured to specification.

Event description:
It was reported that the user prepared the progel product and during use, noted the cartridge was broken. There was no concern for any of the pieces of the device to have come into contact with the patient and there was no patient or user injury reported.

Manufacturer narrative:
The subject product was reported as available for evaluation, but has not been returned as of this time. Without the subject product, a definitive conclusion as to when/how the glass vial was damaged cannot be determined. If the sample is returned or additional information is received, this file will be updated. The IFU for the progel instructs the user: if package and/or product integrity have been compromised, (i.e., damaged package seal, or broken glass) do not use or re-sterilize the contents. Device has not been returned to date.

Event description:
It was reported that the user prepared the progel product and during use, noted the cartridge was broken. There was no concern for any of the pieces of the device to have come into contact with the patient and there was no patient or user injury reported.